Event description:
It was reported that: "spinal avm treatment was planned using magic 1.2fm microcatheter and hybrid 7j wire. Magic 1.2fm and hybrid 7j wire were prepared as per IFU. Operator was trying to reach the fistula with magic 1.2fm over hybrid 7j wire, but due to tortuous anatomy he finds it difficult to reach. He was negotiating to reach the fistula and while doing it he observed that magic was ruptured and hybrid came out from that ruptured point. Thus, he decided to take out magic and hybrid. The case was not done. After that, operator decided to send patient for surgery." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: (B)(4). Investigation pending return of suspected device to manufacturer balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.